Event description:
It was reported that the customer experienced both low and high blood glucose levels. The customer stated that he adjusted the basal rates, but the issues persisted. The customer was unaware of the cause of the varied blood glucose levels. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer declined troubleshooting. The customer's blood glucose was ranging from 40 mg/dl to 280 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.